Event description:
It was reported that the bd microfine plus¿ pen injector needle was connected with the novorapid flex pen, and drug wouldn't flow out properly until the pen needle was replaced. The following information was provided by the initial reporter, translated from japanese to english: "connected with novorapid flex pen. The drug didn't come out properly. The needle wasn't bent. Replaced by new pen needle, the drug came out."

Manufacturer narrative:
Investigation: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. A clog test was carried out on the returned sample and a medication clog was observed. No DHR review can be carried out as lot number is unknown. This issue was found to be a medication clog.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microfine plus¿ pen injector needle was connected with the novorapid flex pen, and drug wouldn't flow out properly until the pen needle was replaced. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected with novorapid flex pen. The drug didn't come out properly. The needle wasn't bent. Replaced by new pen needle, the drug came out."